Event description:
Multiple passes were performed with a silverhawk atherectomy catheter in the left anterior tibial artery. Follow-up angiogram demonstrated the 99% stenosis was reduced to approximately 30%. There were a few mild dissection planes noted in the proximal segment that did not appear to be significant. No intervention was performed.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.